Event description:
Possible occasional undersensed atrial beat on current electrograms (egm), not affecting device function. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).